Event description:
It was reported that during a video assisted thoracic surgery for pneumothorax, the doctor tried to transect the lung with the device but the device fired incompletely. The device was stuck and there was some noise (crunch) according to the surgeon. The doctor transected the lung with another device but it took three blue cartridges after two failures. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Instrument b: batch # f5uj4w, exp date: 02/28/2014; (B)(6) 2009. Eval summary - the analysis results found that the atb45 device (a) was received in good visual condition and with reloads not loaded in the device. Add'l three blue reloads were received for analysis fully fired and with the lock out spring normal. The device was tested for functionality with a rest reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis result found that atb45 device (b) was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.